Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected pump thrombosis could not be confirmed as there is no product available for investigation. A specific cause for the reported event could not be conclusively determined through this evaluation, and a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. It was reported that the patient was admitted to (B)(6) on (B)(6) 2015 for suspected pump thrombosis. The patient was too high risk for a transplant or pump replacement, so he was treated medically with integrilin. No further information was provided. The patient remained ongoing following this event until he experienced another suspected thrombus event in (B)(6) 2016 (reported in MFR # 2916596-2016-00524) and ultimately expired in (B)(6) 2019 due to an unrelated event (reported in MFR # 2916596-2019-05796). It was reported that the pump would not be returned. There is no product available for investigation. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It looked like patient was admitted for suspected pump thrombosis. He was treated with integrilin. Too high risk for tissue plasminogen activator (tpa) or pump replacement. Patient was treated medically. Additional information was requested but not yet provided.